Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 07389; 0001825034 - 2018 - 07408; 0001825034 - 2018 - 07414. Product location is unknown.

Event description:
It was reported a patient underwent primary left total knee arthroplasty 14 months post-implantation. Subsequently, the patient experiences a fall. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: vanguard cr ilok fem-lt 62.5, catalog # 183026, lot # unknown; biomet cc I-beam tray 67mm, catalog # 141222, lot # unknown; kne-vanguard-patellas-unk, catalog # unknown, lot # unknown.

Event description:
No further information has been provided.